Event description:
Additional information received reported when the event happened the patient had to be rushed to the emergency room (ER) and was administered narcan because he was ¿overdosed.¿ it was noted ¿he came out of it and was just fine after that.¿ no lasting effects. It was noted that the reporter did not know the exact medication particulars.

Event description:
A pocket fill occurred in 2010 when the home care nurse was putting morphine "back into the unit," it came back out of the port and the patient had over 700mg morphine under his skin. No symptoms were reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# j0039915r, implanted: (B)(6) 2000. Product type: catheter. (B)(4).